Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during a general surgery on (B)(6) 2022 when it was reported that the ¿plumepen ultra with guarded cautery tip got broken with the plastic part inside the patient.¿ the broken tip that fell into surgical site was retrieved and it was verified that no pieces remained in the surgical site. The surgery was completed using an alternate plpul2020 device and there was a 10 minute delay to the procedure. There was no injury to the patient and no medical/surgical intervention or extended hospitalization was needed for the patient. ¿there was no consequences on the patient¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record review could not be completed since a lot number was not provided. (B)(4). Per the instructions for use, surrounding the electrode blade is a translucent plastic tube that allows the blade and tube to be positioned at varying lengths to most effectively capture surgical smoke plume as it is created. Rotate the cam locking mechanism to the unlock position. Extend capture port / blade to desired length. Please note capture port and blade move together. Turn the cam locking mechanism back to the lock position and ensure that the tube is securely locked in place. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during a general surgery on (B)(6) 2022 when it was reported that the ¿plumepen ultra with guarded cautery tip got broken with the plastic part inside the patient.¿ the broken tip that fell into surgical site was retrieved and it was verified that no pieces remained in the surgical site. The surgery was completed using an alternate plpul2020 device and there was a 10 minute delay to the procedure. There was no injury to the patient and no medical/surgical intervention or extended hospitalization was needed for the patient. ¿there was no consequences on the patient¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.